Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire could not be positively identified. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt was receiving frequent therapy electrode messages. The pt was issued a replacement electrode belt.